Event description:
Account alleged that the left head siderail would not latch.

Manufacturer narrative:
Account repaired left head siderail to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.